Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in the nozzle and insufficient adhesive in screw holes of distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the nozzle and insufficient adhesive in screw holes of distal end. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the missing adhesive. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. The event can be detected/prevented by following the instructions for use which state: the IFU states the detection method in gf-uct260 operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gf-uct260 operation manual chapter 7 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.